Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was shattered, rendering the device nonfunctional, and the user transitioned to multiple daily injections as backup therapy while a replacement ilet was shipped with return of the original pending. Symptoms included no changes in blood glucose levels and no reported alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device history review and attempts to retrieve and evaluate the returned device. Investigation of this case revealed physical damage to the display component with loss of function. It was concluded that the event was due to a broken screen causing device malfunction, with user safety maintained through timely use of backup therapy.